Manufacturer narrative:
It was reported that only one stent (resolute onyx) was implanted into the lad during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as barc type 3a and commented melena and transfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the lad. It was reported that the patient suffered upper gi bleed from the duodenal vessel. The patient was on dapt at the time of the event. The patient was treated with blood transfusion and adrenalin clipping. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as not related to the device and possibly related to anti-platelet medication. The patient recovered.

Manufacturer narrative:
The investigator assessed the event as having a causal relationship to the anti-platelet medication. Two non medtronic stents were also implanted in the rca. If information is provided in the future, a supplemental report will be issued.